Manufacturer narrative:
The device was returned for analysis. The reported failure to fire is case conditional and cannot be replicated in a lab environment, therefore was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. In this case, it is likely the angle of the device was inadequate to fully capture the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a coiling aneurysm embolization procedure using a 6f sheath. Reportedly, the clip deployed; however, hemostasis was not fully achieved as only partial capture of the vessel was obtained with the clip. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.